Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4) , product ID: (B)(4) , serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4), product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during a chevar procedure as part of the enchant study it was reported the patients serum creatinine increased. The patient required concomitant medication and prolonged hospitalization as a result of the renal insufficiency. The event has resolved. The renal insufficiency was assessed by the site as not related to the device but possibly related to the procedure.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.